Event description:
Customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller received guidance from technical support on performing a pump reset, and after executing the reset, the cgm error code did not reappear. The customer successfully initiated a new sensor session following the resolution.